Event description:
It was reported that one hand piece for battery powered driver continues to run and another hand piece for battery powered driver will not run in reverse. These issues were found outside the operating room and there was no patient involvement.this report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history review has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service evaluation was performed for the subject device. It was reported that the device was not running in reverse. The repair technician reported the both forward speeds were running slow, the main circuit was corrupted, and the driveshaft bearings were worn. ¿electronic control damaged¿ is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.